Event description:
The customer reported a false positive result with the alinity m sars-cov-2 assay. The suspect sample was tested and gave a positive result. The customer was then contacted by the patient who reported that they had received a false positive result as they had taken a rapid test which resulted as negative. The result was reported outside of the laboratory. There was no report of impact to patient management.

Manufacturer narrative:
Elevated complaint investigation will be initiated.

Manufacturer narrative:
H6 medical device problem code updated to 1227 false positive result.

Manufacturer narrative:
Investigation into this complaint included a customer data review, customer file review, quality data review and a complaint history review. The results of the investigation are summarized as follows: customer data review: result logs were reviewed. The runs were valid, met all assay specification requirements, and no error codes or flags were displayed for the controls. There was no indication that the alinity m sars-cov-2 amp kit (list 09n78-095) lot 524438 was performing outside of established design performance specifications based on the elements reviewed in this section. All discrepant results were near and/or beyond the limit of detection (lod). The amplification curves for the specified sid reporting discrepant results were analyzed. The amplification curves of the sample appeared as expected. Quality data review: device history record / batch record review the DHR review for alinity m sars-cov-2 amp kit (list 09n78-095) lot 524438 (including the components) was performed. The manufacturing packets were reviewed to identify any issues related to the reported complaint during production of the lot and respective components. No issues were identified. No issues were found during quality control (qc) testing. The qc amp kit masterlot testing met all acceptance and validity specification criteria and passed quality specifications at the time of release. CAPA / non-conformance review: a CAPA review for alinity m sars-cov-2 amp kit (list 09n78-095) lot 524438 (including the components) was performed to identify any records that were potentially related to the reported complaint. The CAPA review did not identify any records related to the reported issue for alinity m sars-cov-2 amp kit (list 09n78-095) lot 524438 and respective components. Complaint history review: a lot specific complaint history reviews were performed to identify complaints related to the ticket under investigation, which reported discrepant results while using alinity m sars-cov-2 amp kit (list 09n78-095) lot 524438. A product deficiency could not be identified as a result of this review. Based on the results of the investigation elements, a product deficiency was not identified for alinity m sars-cov-2 amp kit (list 09n78-095) lot 524438.